Event description:
It was reported the unit does not switch on. No patient involvement reported at this time.

Manufacturer narrative:
A philips ccso issued the customer a quote for a pca processor but it expired prior to acceptance. Thus, no work was performed by philips for this reason. Available details indicate that the device had exhibited symptoms of a critical failure and the customer was advised to remove the device from service. The device was not available for additional investigation. The investigation concludes that no further action is required at this time.